Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff procedure, the surgeon broke the customer's healix advance knotless anchor. He stated the anchor was inserted at a crooked angle and he applied a lot of pressure when it broke. The surgeon had already fixated his medial anchor and tied the tissue, so after the hak break, he opted to keep the repair as is, as opposed to attempting another lateral row. He used the healix cortical awl/tap, he used 4 suture tails of orthocord, and the bone quality was firm. The break did not occur during tensioning. There were no patient consequences. The facility discarded the device.